Manufacturer narrative:
H10: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Date of receipt: (B)(6) 2025. Target date: 2025-04-23. Injury (patient / other): no. Device possibly involved in injury: no. Device available for inspection: no. Sending complaint object to qa: location: 2 - during application: origin: patient. Customer / project number: catheter location: complaint: nursing team reported that the catheter has a hole above the valve. Product information: article no.: (B)(4) - pleurx¿ pleural catheter, additional affected lot nos.: 0001543098. 07-feb-2025: 3rd follow-up comments (rec). How was the issue resolved? Catheter was cut off behind the hole and a new valve was wired on. Did the catheter require replacement due to this event? No, it did not. How long has the catheter been in place on (B)(6) 2025. Where is the catheter located? Abdomen or chest / pleura. Was there any medical intervention required including diagnostics, procedures, and treatment delay? No. Was there leak observed? Yes. Is there a photo or sample available showing the reported issue for the evaluation? No.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a041001 patient problem code: f26. H10: the lot number for the device was provided. The device history records are currently under review. The device has not been returned. The investigation is currently underway. H10 : d4 (expiration date: 03/2027) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Date of receipt: 2025-01-22 target date: (B)(6) 2025 injury (patient / other): no device possibly involved in injury: no device available for inspection: no sending complaint object to qa: location: 2 - during application origin: patient customer / project number: catheter location: complaint: nursing team reported that the catheter has a hole above the valve product information: article no.: 50-7050/v001 - pleurx¿ pleural catheter additional affected article nos.: / - additional affected lot nos.: 0001543098. (B)(6) 2025: 3rd follow-up comments (rec) how was the issue resolved? - catheter was cut off behind the hole and a new valve was wired on did the catheter require replacement due to this event? - no, it did not how long has the catheter been in place (B)(6) .2025 where is the catheter located? Abdomen or chest - pleura was there any medical intervention required including diagnostics, procedures, and treatment delay? - no was there leak observed? - yes is there a photo or sample available showing the reported issue for the evaluation? - no.